Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent dislodged inside a guide catheter. The index procedure treated the 99% stenosed target lesion located in the moderately tortuous distal left anterior descending (lad) artery. Upon the first attempt to advance the 2.75x16mm taxus liberte to the target lesion resistance was met and the stent did not cross the lesion. Upon withdrawal the stent dislodged inside of the non bsc guide catheter. The procedure was successfully completed with another taxus liberte. No patient complications occurred.